Event description:
A 6 mm diameter x 40 mm length bridge assurant biliary stent was used for the treatment of an iliac artery with an unknown amount of stenosis in 2002. Calcification and vessel tortuosity is unknown. It was reported that a "kissing" stent procedure was planned. The physician pre-dilated the right iliac artery near the bifurcation with a 5mm x 40mm marshall angioplasty balloon. As the physician advanced the stent delivery system through the iliac artery, the stent dislodged distally off the balloon. The physician successfully snared and removed the stent with no complications to the pt. It was reported that the procedure was aborted and no stents were placed, as the physician was satisfied with the results of the pre-dilatation of the iliac artery. No clinical sequelae were reported, and the pt is reported to be fine. The stent and stent delivery system were retained by the user facility and will not be returned to medtronic ave.